Manufacturer narrative:
Other relevant device(s) are: product ID: 9735836, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. After replacement of the ethernet cable, the system functioned as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was having difficulty receiving scans from the imaging system. The issue was resolved at the time of the event by replacing the ethernet cable connecting the imaging system to the navigation system with a new one and a new scan was successfully taken and migrated to the navigation system. There was a less than 1 hour delay to the procedure and no impact to patient outcome.